Manufacturer narrative:
A sample was not submitted for examination; therefore, this complaint could not be confirmed. A lot number for the product was not provided, thus a review of the mfg records, retains and product testing results cannot be performed. A search of the CAPA system was performed, revealing nothing pertaining to this issue. A search within the complaint system found that this was an isolated incident. The product msds states the following "high air concentration may cause mild eye, nose and throat irritation. Prolonged inhalation may cause drowsiness, headache and mild narcosis." The root cause is for this issue is accidental inhalation of the product. The ramr file was reviewed and inhalation is listed at a frequency of one in 10 million occurrences. As this is an isolated incident and no other reports of a similar nature were found, this occurrence is within the expected frequency. Safety testing and msd's are kept on all the raw materials used in the MFR of skin prep spray. Any future complaints related to this product will be tracked and trended, and should a significant trend of this issue occur corrective action will take place at that time.

Event description:
For approx six months, reporter has applied the same dressing to her client. She has prepared her skin the same way using skin prep spray. In 2008 while spraying skin prep on her client she inhaled at the same time. Reporter started to cough, then she lost her voice and then her breathing became labored. Her pt called 911 and the emts gave her o2 and took her to the ER. She stayed in the ER for 3-4 hours and was sent home. While at the hosp, she was given steroids and benadryl. She picked her car up from her client's home that night and was told to see her dr the following day.